Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant medical products: product ID: 42500606001 - femur cemented posterior stabilized - 62338099 42511400711 - articular surface fixed bearing posterior stabilized - 62312744 42540000032 - all poly patella cemented 32 mm diameter - 62363042 unknown cement multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00065.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Approximately 10 years post implantation. The patient was revised due to aseptic loosening. Attempts have been made and no further information has been provided.